Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: there was no sound to the pump. A cracked solder was found on the piezo. Unrelated to the complaint, the display was found to be dim and pink. Also unrelated to the complaint, the battery compartment was found to be cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.